Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station full-height drawer 6 had failed to open and had been unable to recover. The field service engineer (fse) replaced the drawer board, after which the drawer had opened upon powering on. However, the fse had discovered that the drawer had been unable to close due to a solenoid malfunction. The fse had resolved the issue by replacing the solenoid and old-style inseparable magnet, the damaged retractor, the power management controller (pmc) board and tested for functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was failed to open and it was unable to recover. The customer stated that there was a delay in the dispensing of medication to patients. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed to open and it was unable to recover. The customer stated that there was a delay in the dispensing of medication to patients. As per part investigation, it was determined that there were physical damage on assy retractor dwr hh cubie, a shorted diode mosfet q501 on the drawer controller board and faulty solenoid 12 vdc hh drawer cubie, which exhibited thermal damage in the coil. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d medical device model, unique device identifier (UDI), section g manufacturing location. The reported condition of "draw failed to open" was confirmed during fse testing and subsequently confirmed in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order wo: (B)(4), the fse reported that the auxiliary enhanced full height drawer 6 failed to open. The drawer was not in hta. The back panel was opened, and no lights were observed on the drawer board. The drawer board was replaced. After powering on the system, the drawer opened, but it was unable to close. The solenoid was malfunctioning and was replaced. The old-style inspection component was replaced. A damaged retractor was replaced, and the pmc board was also replaced. During dchu visual inspection p/n 353844-01: was received with signs of physical damage. P/n 151622-01: part received showed no signs of physical damage, fluid ingress, loose or missing components. P/n 151603-01: part received showed no signs of physical damage, fluid ingress, loose or missing components. P/n 119879-01: part received showed signs of thermal damage on the cover coil. During dchu testing p/n 353844-01: testing from dchu was not necessarily due to the physical damage found during the external inspection. P/n 151622-01: failed the dmm testing due to low resistance measured on mposfet q501. P/n 151603-01: passed the dmm and hta testing. P/n 119879-01: no further testina was reauired due to thermal damage found during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the complaint of "draw failed to open" was due to several contributors that caused the reported failure mode: a faulty "assy retractor dwr hh cubie" (p/n 353844-01) due to physical damage which compromised the drawer's functionality. A shorted diode mosfet q501 on the drawer controller board (151622-01) which led to circuit instability and ultimately compromised the drawer's functionality. A faulty "solenoid 12 vdc hh drawer cubie", (p/n 119879-01), which exhibited thermal damage in the coil and consequently compromised the proper operation of the drawer.